Event description:
It was reported that manual left ventricular (lv) threshold testing was in progress as the physician was closing the device pocket and completing this cardiac resynchronization therapy defibrillator (crt-d) system implant procedure. Telemetry was lost for a moment, and appeared to cancel the threshold test. However instead of returning to the lv threshold test screen, the threshold test continued in the background. The field representative attempted to start a new test in order to interrupt the ongoing threshold test as there was lv loss of capture (loc), but was unsuccessful. The programmer indicated that a test could not be performed because the current diagnostic test was underway. Upon further investigation, the field representative was able to reproduce this observation. When starting a threshold test with marginal telemetry and no loss of telemetry for greater than 2 seconds, press the "end test" button and start another threshold test. While maintaining marginal telemetry throughout, the right timing sequence creates an overlay of the original test and prevents the test from ending. If telemetry had been interrupted for greater than two seconds, or if either stat divert or stat pace had been selected, the test would have ended. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.